Event description:
It was reported a physician was implanting a viatorr transjugular intrahepatic porto-systemic shunt (tips) endoprosthesis. The intrahepatic tract was predilated with 6mm x 40mm balloon. A 10fr delivery system was introduced into the trunk of the portal vein. The viatorr device was introduced and advanced to the portal vein. The delivery system was retracted. The uncovered portion of the stent was deployed and pulled back slightly to the planned level of deployment. When the deployment line was pulled, the uncovered portion of the stent deployed partially. Greater force was applied in pulling the deployment line yet the stent would not fully deploy. The delivery system was cut and a 12fr delivery system was inserted coaxially in attempt to pull the delivery system and partially expanded stent out, but the partially expanded stent could not be retracted into the delivery system. The pt was taken to the surgical suite and it was decided that the stent would be left in the liver and the deployment system would be shortened and left in the right jugular vein.

Manufacturer narrative:
A review of the mfg records verified that this lot met all pre-release specifications.